Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy procedure, a piece of the maryland bipolar forceps instrument allegedly broke and fell inside the patient. The broken fragment was retrieved. Although, no patient harm was reported at this time it is unknown what caused the instrument fragment to break off and fall inside the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, a piece from the maryland bipolar forceps instrument broke off and fell inside the patient. The fragment was found and retrieved. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and the surgeon confirmed there was no collision with other instruments or hard material. The surgical staff confirmed the instrument was removed during the procedure and the wrist was straightened upon removal. The broken fragment was retrieved using an unspecified isi instrument and the planned surgical procedure was completed successfully.